Event description:
It was reported, that the evis lucera elite xenon light source occasionally produced a noisy image. Would not recognize the endoscope. And had other faults. However, the endoscope was working normally with other devices. Engineers suspect that the connector's contact pin may be problematic. The issue occurred, during reprocessing. And there have been no reports of patient involvement.

Manufacturer narrative:
Establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the noisy image was not confirmed. However, based on the results of the investigation, it was identified that the device does not recognize the endoscope likely due to the failure of the output socket. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.